Manufacturer narrative:
This report is submitted on september 29, 2022.

Event description:
Per the clinic, the patient experienced trauma to the implant site (specific date not reported) leading to non-use of the device for a few months. The patient then experienced poor sound quality with resume use of device. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device on (B)(6) 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 30, 2022.